Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that several high watt alarm were logged on the vad.

Manufacturer narrative:
The device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files up to (B)(6) 2017 revealed 2 low flow alarms logged since (B)(6) 2017, 8 high watt alarms logged since (B)(6) 2017, and 1 controller power up and associated pump start event logged on (B)(6) 2017 at 21:59:49. Parameters leading up to (B)(6) 2017 were within normal operating range. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Independent pathology report revealed evidence of thrombus within the pump, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the low flow alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. The device remains implanted in the patient and is thus not available for return to the manufacturer. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that following a left ventricular assist device (lvad) pump exchange the patient experienced worsening heart failure despite pump speed increases. The pump parameters were within normal range. The patient had elevated lactate dehydrogenase (ldh) and wedge pressure in the 20's mmhg. It was decided to perform an emergent pump exchange. Thrombus was confirmed in the inside of the inflow cannula by visual inspection after it was explanted. No further patient complications have been reported as a result of this event.